Manufacturer narrative:
The device was received fully deployed. The investigation found a small hole in the exposed portion of the soft cannula near the tip of the formed needle. The fluid leak test was run by occluding the distal tip of the soft cannula and rotating the ratchet gear. Fluid was observed to leak from the small hole in the soft cannula. The pod data showed no abnormalities that would indicate an issue delivering insulin. The exact cause and timing of the cannula damage could not be determined and as a result it could not be determined if it contributed to the reported leaking during wear. The exact cause of the reported event could not be conclusively determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.7. Hardware: iphone13.2. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 259 mg/dl while wearing the pod longer than 48 hours. As treatment a new pod was placed and activated. Analysis of the returned device revealed that the cannula was damaged and made the patient have high blood glucose levels. It was originally reported that the pod was leaking.